Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device will not display "rescue ready". There was no patient involvement in this event.

Manufacturer narrative:
The device history records for the sam 350p and pad-pak device were reviewed, and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 1st july 2019. The pad-pak history record was reviewed, which showed the returned pad-pak as (B)(4) of (B)(4) manufactured on the 22nd october 2019, (B)(4) of which were ship to heartsine llc on the 23rd october 2019. Upon initial investigation, the device could not be powered on with the returned pad-pak and no flashing status indicator was observed. This was due to a bent locator pin on the battery terminal side of the pad-pak, which impeded the insertion of the pad-pak within the device. The device would therefore only power on with excess pressure applied to the pad-pak, allowing both locking clips to engage. The investigation was unable to determine how or when the damage to the locator pin occurred. There were no other physical defects with the pad-pak plastics or with the device that would have resulted in this damage. It is possible that the damage may have been caused during incorrect installation of the pad-pak by the user. Alternatively, the damage may have been caused during the manufacturing process, which is an issue investigated under CAPA pr# 2346638. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device will not display "rescue ready". There was no patient involvement in this event.